Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 470205-16/lot # n10190416 0099) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 7 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure the fenestrated bipolar forceps had a torn power cord. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument power cord was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.